Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The customer specified (B)(6) 2025 as the date of the incident. On (B)(6) 2025 at 01:42am a new volume of 48,89ml was selected. The infusion started with a rate of 4ml/h. At 04:02am a upstream alarm occurred and the infusion stopped. At this time, 9,31ml was infused. The line was extracted. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space , all cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damages are to locate. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An intrafix pvc line was inserted and recognized by the pump, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches all the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,30%. The device matches the required values and standards. All measured values are within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: both of these devices (infusomat space serial number: (B)(6), infusomat space serial number: (B)(6)) have been reported for over delivering. On both occasions, the bottle of medication was reported as empty despite there still being vtbi. They reported to have checked the device logs and checked that the delivery rate matched what was reported to have been set up." According to the clinical documentation, the event occurred in the early hours of the morning 01:00-04:00. The patient had a drop in blood pressure (during the time the propofol was being over infused) which was then treated with a metaraminol infusion (started at 02:00). She was extubated on the same day ((B)(6) 2025) at 10:00 and has since been discharged to a ward.